Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.